Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual and microscopic evaluation noted that the shaft was detached. Additionally, the positioner was not returned. No other problems with the device were noted. The reported event of stent shaft detached was confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the procedure affecting the performance of the device. Consequently, affects the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. Block h11: correction to field block e1: initial reporter zip/post code. Block g1: updated manufacturer contact person first and last name, address 1, city, state, zip/postal code, phone number, and contact email

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a lithotripsy via ureteroscope procedure for treatment of stones in the upper part of the left ureter performed on (B)(6) 2023. During the procedure, inside the patient, the stent was found fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a lithotripsy via ureteroscope procedure for treatment of stones in the upper part of the left ureter performed on (B)(6) 2023. During the procedure, inside the patient, the stent was found fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block e1: initial reporter facility name: the (B)(6) university. Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.